Event description:
It was reported, that the programmer hangs up during the follow up procedures. No adverse patient effect was reported. The programmer is expected to be returned.

Event description:
It was reported that the programmer hangs up during the follow up procedures. No adverse patient effect was reported. The programmer is expected to be returned.